Manufacturer narrative:
Calibration and qc recovery was acceptable. Customer reported no system errors or issues with other chemistries. Service was not dispatched for this event; this is a reagent related issue. Reagent information: rheumatoid factor (B)(4) lot numbers: m004772 and m007324.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The results were reported out of the lab. The patients' samples were re-tested using the same lot and a different lot of rf reagent. Customer noted that patient reports will not be amended since all the original, discrepant results were considered "borderline" by the lab. Patient treatment was not affected.